Event description:
It was reported that while the patient was performing rehabilitative gymnastics, the lead dislodged and there was no sensing or pacing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.